Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation the electrode belt trunk cable was chewed. The root cause for the damaged trunk cable could not be positively identified. No adverse event resulted from the damaged belt.